Event description:
Customer reported that tool wobbles when seated into base attachment. Equipment worked fine until g8-130 tool was pressed onto bone, where it made a "horrible" noise. There was no injury or adverse effect to the pt.